Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 4. Reference MFR report: 1627487-2016-05214, 1627487-2016-05217 and 1627487-2016-05219. It was reported the patient's scs system was exhibiting invalid impedances. Surgical intervention may be taken to address the issue. The patient received two 3166 model leads from lot 3416797 and two extensions from lot 3406254. It is undetermined which devices are associated with the event, therefore all possible devices are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR report: 1627487-2016-05214, 1627487-2016-05217 & 1627487-2016-05219. Follow up identified the patient had his scs extensions replaced. The reported issue was resolved with the replacement of the extensions.